Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support during dwell 2 of the peritoneal dialysis treatment. The patient reported slow drain times and feeling fuller than usual during cycle 1. The patient reported encountering a balloon value leak during step 5 of set up. The patient also encountered an air detected in the cassette warming. The patient was advised to discontinue treatment. Patient treatment details was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (1) where 5281ml drained. This drain is 264% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2002ml is 3604ml. Therefore, a reportable malfunction has occurred. The patient was advised to notify the peritoneal dialysis nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.

Manufacturer narrative:
The reported complaint symptom iipv (dv greater than 200% of fv) was not confirmed. An exterior visual inspection of the returned cycler found the heater tray/scale was touching the top cover (display side). No other physical damage or discrepancies were encountered. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. During drain 0 of the treatment, a soft pl (patient line is blocked) support warning occurred followed by a dc (drain complication encountered) warning, as expected, when intentionally restricting the patient line during a drain phase. The load cell verification failed at the 4000 gram weight test. The ¿go/ no go gauge¿ check passed. An internal inspection of the cycler showed that the load cell was improperly at an angle on the load cell bracket which was repaired. The load cell verification check passed. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.